Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display with watchdog timeout error. The customer's blood glucose level was 143 mg/dl. It also reported that there was crack on upper right hand corner of the insulin pump. The customer will return insulin pump for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm watchdog timeout and unable to perform any tests due to blank display. Pump received with corroded battery tube and cracked case near display window corners noted.